Manufacturer narrative:
The reported complaint of a pcu screen flickering could not be confirmed. Incident device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involved.

Event description:
It was reported that pcu has a screen flickering issue.